Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported via a remote transmission from merlin.net that the implantable cardioverter defibrillator exhibited a ventricular fibrillation episode with an aborted shock. Review of the transmission determined that this episode was false, and occurred when the qrs morphology widened. This widening caused each r wave to be double counted. The asymptomatic patient was brought into clinic and programming changes were made.